Event description:
The device has been discarded.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related capsular contracture reviewed on (B)(6) 2022 visual analysis of the photographs a device appears to be intact. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Initial reporter zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.